Event description:
The customer reported that the unit would unexpectedly shut down when the unit was charging.

Manufacturer narrative:
The customer reported that the unit would unexpectedly shut down when the unit was charging. Subsequently, the hospital's biomedical engineer reported that the unit failed again, even though, the battery fuel gauge leds indicated that it was fully charged. Replacement of the battery resolved this failure.